Event description:
A surgeon reported that one of his pts is experiencing a visual disturbance described as a black curved line (acr like) that occurs periodically. This disturbance began following cataract surgery. Follow-up indicates that the condition is improving over time.